Manufacturer narrative:
On 08/05/2019, it was reported to mentor that the patient¿s race is white, the patient¿s ethnicity is not hispanic/latino, the date problem observed was (B)(6) 2019, the date of explantation is (B)(6) 2019, the patient believes that her implant was ruptured during a mammogram on (B)(6) 2019 . The patient will not be replacing the implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: left-mentor smooth round moderate profile 250cc saline breast implant, ref: 3501635, lot: 261231; sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with mentor smooth round moderate profile 250cc saline breast implants which the right side deflated after implantation. Patient states it feels different from left side at the time of this report, mentor has received no information regarding explantation or an expected explantation date.